Event description:
Customer stated new batteries in the transmitter overheated, no pt incident or harm as issue was reported prior to pt use. Original batteries were disposed. The hosp biomedical engineer could not reproduce issue. MFR ref#: 8030229-2014-00047.